Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to see phone and computer. The vision was decreased interfering with daily activities. The iol was explanted and exchanged in a secondary procedure for atiol (advance technology intraocular lens). Additional information has been requested and received stated that small percentage of patients will require glasses for a near vision. The iol was exchanged for a non company lens, the patient issue was resolved and there was no patient harm, the patient was not hospitalized. The surgeon prognosis was excellent. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).